Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their drug infusion device. The drug being delivered was dilaudid (hydromorphone) and fentanyl, both with unknown doses and concentrations. The reason for use was not reported. It was reported that the pump quit working. The patient stated he had to go to the hospital because he ran out of medicine about ¿3 weeks ago¿ (prior to the call date of (B)(6) 2019). The healthcare professional (hcp) got him going and dropped the medicine down. When redirected to reason for call caller states he was trying to take a bolus and it wasn't working and the pain is getting worse and worse. This issue had been occurring ¿for the past 2-3 months.¿ the patient was walked through connecting the ptm with the pump and the patient was able to confirm seeing a bolus wait time of 2 hours and 17 minutes. The patient was redirected to the hcp. The patient also stated he feels bad all the time. He has been foggy/doesn't remember well. He does not have his new card with his serial number. There were no further complications reported/anticipated.